Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. The patient was sleeping when a hypoglycemic event occurred. Earlier she had felt funny however the cgm had not alarmed low. Her husband found her on the floor having a seizure and the cgm alarming for a low alarm, the cgm reading was not provided. Her bg fingerstick (mg/dl) was in the 50¿s, and he took her to urgent care where the blood draw initial serum blood glucose was 15 mg/dl and cgm was at 64 mg/dl. Dextrose via intravenous (IV) therapy and apple juice were administered, and serum glucose rose to 45 mg/dl. The corresponding cgm value was unknown at the time. She was then admitted to the hospital for one day to further stabilize her blood glucose. At discharge, her primary doctor prescribed acarbose 50 mg 6 times/day orally to minimize potential for future hypoglycemic events; adjusted cgm alert settings (to 120 high alert, 70 low alert), and increased the frequency of bg fingerstick assessment from 6 to 10/day. He also prescribed bg finger sticks when patient feels symptoms indicating hypoglycemia or if cgm values fall below 70 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.